Manufacturer narrative:
The actual complaint product was discarded as it was used on an infectious patient. The device history record for the reported lot number, m7353t308, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 22-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the connection between the suction catheter and flex connector was loose and became disconnected during the suction process. The suction catheter was replaced for a new one immediately with no patient injury.